Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reported experiencing too high blood glucose level of 567 mg/dl; took correction via pump without success. Caller stated he went to diabetes specialist and they allege the pump delivered inaccurately. No adverse event reported. Requested return of the alleged device and replacement was provided.